Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: late onset seroma/suspected bia-alcl and deflation in the patient's contralateral breast. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 375cc mentor siltex round moderate profile saline breast implants and developed left-sided capsular contracture (baker grade unknown) postoperatively. In (B)(6) 2019, she noted that her right breast implant appeared to be larger and tighter. An imaging study indicated a deflation of the of the right breast. A late onset seroma was suspected, and therefore the decision was made to replace the implants that she had with smooth round silicone implants (catalog number 3504501bc / serial number (B)(4) on the left side, and catalog number 3504501bc / serial number (B)(4) on the right side) and to rule out bia-alcl at the time of surgery. The patient also reported bilateral capsular contracture, grade unknown. This was not mentioned as a primary reason for explantation. This report is for the patient¿s left-sided device. Refer to manufacturer's report number 1645337-2020-15029 for the adverse event associated with the contralateral device.